Event description:
The customer reported that the sys displayed an error message 'cine drive is not available.' There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge board and associated screw was evaluated and replaced. The system was tested and found to be working as intended and returned to service.